Event description:
It was reported that when using the bd pyxis¿ es server unable to login to the stations.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the one user cannot log into the station. A technical support specialist (tss) dialed into the es station and observed no system errors. Tss hen dialed into the server, observed a data sync, a retry entry with an old timestamp was identified, although the device was actively uploading current data. No corresponding errors were found in server logs. The tss cleared the retry entry, which resolved the upload error notification, followed the knowledge article "how to create a station database backup" to perform a database backup, and confirmed that the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.